Event description:
It was reported that a balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was pressurized upon first inflation at 6 atmospheres, second inflation at 6 atmospheres. However, the balloon ruptured in a pinhole form at the edge part upon third inflation at 10 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the usual method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.